Event description:
After pt returned from ambulating to the restroom, he leaned on his hospital bed to get back into bed. The bed then slid back, and he fell to the floor on his left side, sustaining an abrasion on his left elbow. The next day, he was unable to bear weight on his left leg, and imaging tests indicated an acute fracture to his left hip. Surgical intervention not recommended at that time. Returned to a rehab facility for initial pt.